Manufacturer narrative:
Product complaint # : (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. Its fluted portion is cut and is about 15 cm long. The drain is intact and functional, no damages or leakage detected. The received sample was evaluated and found to be intact and fully functional. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and was not available: was the drain noticed broken before use? No further information is available. Was the drain broken while being inserted in the patient's body first time? No further information is available. Did the drain break after it was inserted in the patient? No further information is available. How was the case completed? => no further information is available. Was the drain removed from the body and a new inserted, in the same procedure? No further information is available. Device return status/follow up when we send the sample to you, we will let you know its return date and tracking number. No further information will be provided. Attempts have been made to obtain the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and a drain was used. The drain was broken, and suction could not be done properly. The point of drain breakage is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4).